Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to low blood glucose on (B)(6) 2018. The customer¿s blood glucose was 25 mg/dl at the time of the incident and current blood glucose was 132 mg/dl. The customer was treated with glucose solution through an intravenous. The customer does not allege pump was over delivering. The customer was advised when removing or inserting reservoir positioning in motor may have shifted. The customer was advised to always complete rewind or load reservoir process before connecting back to set. The insulin pump will not be returned for analysis.